Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that four years and eight months following the implant of this transcatheter bioprosthetic valve, the patient presented with a gradient of 21mmhg and peak velocity of 3.2m/s. Approximately one month later, a dobutamine study was completed and the gradient was 48mmhg. Thickened and calcified leaflets were also observed. The valve frame was positioned at 11-17mm deep to the native annulus and appeared to be slightly under-expanded. The patient was being evaluated for intervention. No additional adverse patient effects were reported. Additional information was received that a non-medtronic valve was implanted valve-in-valve.

Event description:
Medtronic received information that four years and eight months following the implant of this transcatheter bioprosthetic valve, the patient presented with a gradient of 21mmhg and peak velocity of 3.2m/s. Approximately one month later, a dobutamine study was completed and the gradient was 48mmhg. Thickened and calcified leaflets were also observed. The valve frame was positioned at 11-17mm deep to the native annulus, and appeared to be slightly under-expanded. The patient was being evaluated for intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.